Manufacturer narrative:
Hill-rom is filing this as a conservative report. A supplemental report will be sent when information requested has been received.

Event description:
It was reported to hill-rom that a patient fell down on the floor due to broken bolt on slingbar. No injury alleged.